Manufacturer narrative:
(B) (6)device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred.the 99% stenosed lesion was located in the calcified and moderate-severely tortuous left superficial femoral artery (sfa). Access was obtained via "opposite side approach." A v-18 guide wire crossed the lesion with difficulty. The sterling 4x40mm balloon catheter was advanced to the lesion for predilation, and severe friction was felt. The balloon was inflated to 12atms and ruptured. The balloon was withdrawn. The procedure was completed with a sterling 4x20mm balloon and the implant of an unknown stent. No patient injuries or complications were reported. The patient status is reported as "good."